Manufacturer narrative:
H3: product analysis of ped2-350-25, lot# b618108 ¿ as found condition: the pipeline flex shield embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returnbed within introducer sheath. ¿ damage location details: the braid, sleeves and tip coil were deployed from introducer sheath. No bent or kink was found with pushwire. No break or separation was found with returned pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield device was pushed out from introducer sheath without any issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have ¿ped stuck on dps and resistance as no defect was found with returned pushwire. No break or separation was found with returned pushwire. However, the distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the stent was not separated into multiple pieces. It was unknown what part of the stent was broken, if the pipeline stuck on the distal protective sleaves (dps), if it was stuck at the catheter hub and if it was some other issue. The cause of the event was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm surgery involving the pipeline embolization device, the small wing of the device did not enter the body. Subsequently, it was discovered that the stent which was pushed out was broken. The unruptured aneurysm was located in the internal carotid artery c7, with a saccular morphology, a maximum diameter of 6.3 mm, and a neck diameter of 5.1 mm. The landing zone was 3.1mm distal and 3.5mm proximal. The vessel tortuosity was normal. The broken stent was replaced with a new one during the surgery, and the patient was said to be fine. The angiographic result post-procedure was reported as good. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.